Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during a medical procedure, the plastic cone on the e-sep pencil broke. It was also reported that the fragment was retrieved during the procedure and there were no delays as a result of this event. It was further reported that there were no adverse consequences and the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported that during a medical procedure, the plastic cone on the e-sep pencil broke. It was also reported that the fragment was retrieved during the procedure and there were no delays as a result of this event. It was further reported that there were no adverse consequences and the procedure was completed successfully.